Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a latitude follow-up, a gradual rise in shock impedance was observed with this lead. The physician contacted technical services for troubleshooting assistance at which time, it was decided to bring the patient in clinic for integrity testing. To date, this lead remains implanted and in service with no adverse patient effects of note.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a latitude follow-up, a gradual rise in shock impedance was observed with this right ventricular (rv) lead. The physician contacted technical services for troubleshooting assistance at which time, it was decided to bring the patient in clinic for integrity testing. Shock lead impedance testing was performed. A 1.1j shock returned an impedance value of 102 ohms. A 41j shock returned and out-of-range value as well as code 1005 indicative of an open circuit condition was detected while delivering a shock. Surgical intervention was performed, and the rv lead was surgically abandoned and replaced without incident.